Event description:
It was reported that during an initial implantation, the hip implant broke into 3 parts. There is no reported harm or injury to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated:d10; g3; h2; h3; h6 the sulox head was returned for investigation, and it can be confirmed that it is fractured into several pieces. On the fracture surfaces it is possible to see some slight chipping. One side of the taper shows metal transfer indicating the contact between the stem and the head. The area with the metal transfer has a small, clearly defined, rectangular section where no metal transfer is visible. This could possibly indicate that there was something between the stem and the head during impaction. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, a fracture of the sulox head can be confirmed however a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.